Event description:
It is reported that a customer need assistance changing their battery on their insulin pump. The patient's blood glucose level was at 37 mg/dl at the time of the call. The customer stated that they had multiple calibration errors and 4 hours later the pump will alert the customer to change the sensor. The customer was informed that a new pump had already been sent out to them. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.